Manufacturer narrative:
On 16-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced bilateral silicone implant rupture. Additional information was received indicating that patient developed bilateral breast mastalgia (bad burning, sharp pains in breasts and tenderness), tingling in right arm (not cardiac related), lymph node tenderness below armpit on right side, sudden swelling below left breast (fluid filled/edema). During visual inspection, the sample was found to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/14/2019, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. On 08/16/2019, mentor received additional information about the event. The patient reported that she suffered from several unexplained systemic symptoms, including sudden fluid swelling below left breast, bilateral breast mastalgia, tingling in right arm, lymph node tenderness below right armpit, chronic sinus infections, non-obstructive heart attack, vertigo, tinnitus, hyperacusis, rosacea, hyperthyroidism, hypertension, hair falling out, sudden onset of amenorrhea, hot flashes, insomnia, brain fog, profound hearing loss, intractable vertigo, heart palpitations, abnormal gait/balance issues, night sweats, joint pain, dry eyes, muscle pain, muscle weakness, temperature intolerance, rapid weight gain, and metallic taste in mouth. In addition, the patient¿s breast prostheses bilaterally ruptured sometime after implantation. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/01/2019, mentor received additional information about the event. A physician found a lump on the patient¿s right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/05/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/19/2019, mentor received additional information about the event. The patient did not have any replacement devices implanted after explantation surgery. It was removal only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2019, mentor received additional information about the event. It was initially reported that explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses noticed enlargement and swelling in her breasts. She stated that both breasts are extremely tender and that they are hot and burning. She reported that the right side is worse than the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.